Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was frozen, and did not engage when power was applied. Therefore, the reported condition was confirmed. It was noted that bearings were corroded. The assignable root cause was determined to be due to improper cleaning and immersion during cleaning, which is misuse, and/ or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary knee surgery on a canine, it was observed that the attachment device was not oscillating. As a result, it was reported that there was a twenty to thirty minute delay to the surgical procedure. A spare device was not available for use. It was reported that a hand saw device was used to successfully complete the surgical procedure. There was no human patient involvement reported as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.